Manufacturer narrative:
(B)(4).

Event description:
After purchasing sonamed, natus medical incorporated engaged in due diligence to determine whether there was adequate scientific evidence to support all claims being made for the purchased sonamed products. After considerable effort, natus medical incorporated determined that for legal and scientific reasons there is insufficient evidence to support any claims for safety and efficacy on the sonamed clarity devices. Accordingly, natus medical incorporated concluded that the clarity devices cannot perform as intended or as reasonably expected. Thus natus medical incorporated concluded that such product must be recalled.